Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted. Concomitant medical products: with 50/52/54 mm o.d. Shells/ pn 00631005032/ ln 61157894, unknown stem and unknown cup/ pn's and ln's unknown.

Event description:
It was reported that a patient underwent a hip revision procedure approximately 8 years post implantation due to trunnionosis. Head and liner exchange performed. There were no complications or delays reported.

Manufacturer narrative:
(B)(4). Reported event could not be confirmed. No devices or photos were received; therefore the condition of the devices is unknown. The device history records for part # 00801803202 with lot # 061198601 were reviewed for deviations and anomalies. All records show that the lot was produced according to specifications. Complaint history review determined that no further actions are required at this time. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly. Zimmer biomet will continue to monitor for trends.